Manufacturer narrative:
(B)(4). The customer reported that during testing the readings on the analyzer were higher than they were supposed to be. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot determine the cause.

Event description:
The customer reported that during testing the readings on the analyzer were higher than they were supposed to be.